Event description:
It was reported that label information was missing from bd veo¿ insulin syringes with bd ultra-fine¿ needle. There was no report of patient impact. The following information was provided by the initial reporter: "consumer reported poly bag of syringes with missing expiration date. Consumer stated packaging was unopened; product was unused."

Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.